Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer ran into a water fountain and the touch screen became shattered. Customer is unable to read the touch screen due to the damage. There was no adverse impact to customer's blood glucose. Reportedly, the customer reverted to a backup pump for insulin therapy.